Manufacturer narrative:
Additional information was added to d4, h6, and h11: d4: the following potential lot and lot information are below: lot 12301: UDI#: (B)(4). Lot 12304: UDI#: (B)(4). H11: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the functional test did not fail. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the potential lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified amount of dual luer lock caps was difficult to open. The packaging required using scissors which compromised the sterility. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.